Event description:
An end user reported a red opening on her peristomal skin from the 4 to 8 o'clock position, which extended beneath the tape border.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user reported she uses stomahesive powder, a protective barrier wipe, duoderm and calcium alginate dressing. The end user also stated she saw a wound ostomy continence nurse, has had a kenalog injection and a peristomal skin biopsy. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.